Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Data for the described event date of 2024-03-25 were reviewed. No instances of malfunction alerts were found in the device engineering logs. A factory reset was performed before the device was initialized on (B)(6) 2024. An additional factory reset was performed after the event date on 2024-04-18 at 5:01 pm. Body weight was not changed from initial set up, and the same value was entered after the factory reset. The audio setting and cgm glucose alert settings were not changed from the factory setting (high/on). On (B)(6) 2024, the cartridge and infusion set (teflon cannula) were replaced at 9:27 am. The cartridge and infusion set were both replaced once a day on (B)(6) 2024, (B)(6) 2024, and (B)(6) 2024. The fill tubing process was completed with each cartridge change, with insulin being delivered and the user selecting "yes" when asked if they see drops at the end of the tubing. No motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report shows the cgm glucose was in range on (B)(6) 2024 until it rose sharply starting at 2:01 pm. The dexcom g7 cgm sensor was stopped on (B)(6) 2024 at 4:33 pm, and the new sensor was not started until (B)(6) 2024 at 6:00 am. No bg values were entered during the time with no cgm signal. The ilet entered bg-run mode and suspended insulin delivery until cgm signal was restored. Cgm glucose was above range for much of the day on (B)(6) 2024 and (B)(6) 2024 and the ilet dosed insulin in response to the high cgm glucose values. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately by delivering insulin in response to cgm glucose values when it was able to. The device entered bg-run mode and suspended insulin correctly according to bg-run mode functionality. The ilet was appropriately triggering device and cgm glucose alerts throughout the event. These alerts were not consistently acknowledged by the user. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, ilet report, and device logs, the ilet operated as intended by delivering insulin in response to rising and high cgm glucose values when it was able, and triggering device and cgm glucose related alerts appropriately throughout the event. The assignable causes for this hyperglycemic event are multiple failed infusion sets and a failure to follow the ketone action plan by not delivering an injection of insulin after prolonged hyperglycemia and repeated failed infusion sets. The user has been re-trained in the correct procedure.

Event description:
On 4/18/24 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a high blood glucose (bg) event that resulted in diabetic ketoacidosis (dka) and hospitalization. The user's mother reported she does not remember the exact date of the event but occurred on either 3/25/24 or (B)(6) 2024. The cds reported this ilet user was a pivotal trial participant and self-started on the device. The cds had reached out to the user's family for formal training on (B)(6) 2024 but did not receive a reply. On 5/1/24 the user's mother responded to beta bionics customer care's attempts to collect additional information about the event. The mother stated she does not know exactly what happened surrounding the dka event. The mother does remember the user changed their supplies (insulin cartridge, adapter connector, and infusion set) and their bg running high after. The mother reported there may have been an issue of not completely priming the tubing but cannot confirm this caused the event. The user did not follow the ketone action plan (kap). The user was driven to the hospital by the mother and then admitted. The user stayed overnight. The user was treated with an IV and an insulin injection. The user's bg rose to over 500 mg/dl. The mother reported the user's heart was racing and vomited. On 4/16/24 the cds conducted a training with the user. A factory reset of the ilet was performed and the user was reconnected to the ilet. The cds reviewed the ilet report from the event, discussed appropriate meal announcements, the importance of responding to alarms in a timely manner, and the kap.